Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation.

Event description:
It was reported an over infusion event involving insulin. It was mentioned that the clinician noticed that the IV pump was alarming with a message "air-in-line" and insulin bag was found empty. The patient's blood sugar was checked and it was 28mg/dl. Based on the amount of insulin in the bag and the rate at which the pump was set the bag should not have been empty. Patient's glucose monitored, dextrose 50% intravenous push was given, and dextrose 10% infusion was started. The patient was also given orange juice through orogastric tube (ogt). The device was removed from service and taken to biomed shop. The patient's blood sugar was checked every 15 minutes and thereafter stabilized. The insulin was initially programmed at a rate of 1ml/hr with vtbi of 100ml. The medication bag contained insulin 100 units in 100ml. The event occurred on (B)(6) 2021 at around 1100.

Event description:
It was reported an over infusion event involving insulin. It was mentioned that the clinician noticed that the IV pump was alarming with a message "air-in-line" and insulin bag was found empty. The patient's blood sugar was checked and it was 28mg/dl. Based on the amount of insulin in the bag and the rate at which the pump was set the bag should not have been empty. Patient's glucose monitored, dextrose 50% intravenous push was given, and dextrose 10% infusion was started. The patient was also given orange juice through orogastric tube (ogt). The device was removed from service and taken to biomed shop. The patient's blood sugar was checked every 15 minutes and thereafter stabilized. The insulin was initially programmed at a rate of 1ml/hr with vtbi of 100ml. The medication bag contained insulin 100 units in 100ml. The event occurred on july 14, 2021 at around 1100.

Event description:
It was reported an over infusion event involving insulin. It was mentioned that the clinician noticed that the IV pump was alarming with a message "air-in-line" and insulin bag was found empty. The patient's blood sugar was checked and it was 28mg/dl. Based on the amount of insulin in the bag and the rate at which the pump was set the bag should not have been empty. Patient's glucose monitored, dextrose 50% intravenous push was given, and dextrose 10% infusion was started. The patient was also given orange juice through orogastric tube (ogt). The device was removed from service and taken to biomed shop. The patient's blood sugar was checked every 15 minutes and thereafter stabilized. The insulin was initially programmed at a rate of 1ml/hr with vtbi of 100ml. The medication bag contained insulin 100 units in 100ml. The event occurred on july 14, 2021 at around 1100.

Manufacturer narrative:
A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.